Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, the patient underwent an irrigation and debridement on (B)(6) 2003 due to infection and the presence of a hematoma. It is unknown when prosthesis was removed and replaced with cement spacer molds. No further information has been provided to date.